Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was not able to get any stimulation due to high impedances on the left lead likely due to the splitter. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was not able to get any stimulation due to high impedances on the left lead likely due to the splitter. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviation potentially related to the event occurred during the manufacturing. A review of the sterilization record documentation. For the device was found to be satisfactory.

Event description:
A report was received that the patient was not able to get any stimulation due to high impedances on the left lead likely due to the splitter. The patient will undergo a revision procedure wherein the leads will be replaced.